Manufacturer narrative:
Evaluation of the returned ruby coil revealed that the pull wire was advanced distal to its initial position within the pusher assembly ddt alignment feature. If the device is forcefully advanced against resistance, damage such as this may occur. The root cause of initial resistance during the procedure could not be determined. Further evaluation revealed that the embolization coil had offset coil winds and was detached from its pusher assembly due to a fractured sr wire. This damage was likely incidental to the reported complaint and may have occurred after removal of the device from the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the cause of the resistance experienced during the procedure. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in a branch of the splenic artery using ruby coils and a non-penumbra microcatheter. During the procedure, the physician encountered resistance while advancing the ruby coil midway through the microcatheter, which was inside the patient. Therefore, the ruby coil was removed. The procedure was completed using another ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.